Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii.

Event description:
Legal representative reported "capsular contracture baker grade ll", "breast pain", "progressive hardening", "discomfort", "inflammatory process" "presence of active capsular fibrotic process, typical of foreign body reaction", "compatible clinical symptoms (pain and hardening)", "presence of clinical symptomns (pain and discomfort)", "progressive disease (capsular contracture)", need for removal of pathological capsular tissue", "evolving periprosthethis inflammatory". This record is for right side. The device remains implanted.